Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported to be due to a urine infection (no further detail was provided). The patient was not hospitalized for the event. On an unreported date the patient began treatment for the peritonitis with vancomycin, ( 2 grams the first day and additional 2 grams after seven days, route and duration not reported), and fortum,(1 gram, once daily for 14 days, route not reported). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Action with dianeal therapy was not reported. No additional information is available.